Event description:
It was reported the pt's device was "not working as it should". The pt was to be seen in the clinic that day for reprogramming. Add'l info has been requested, but was not available on the date of this report.

Manufacturer narrative:
(B) (4).